Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that it does help their symptoms but it's been a while that they've wanted a better result and they have had a couple of accidents in the last week, to have an accident was very rare. Patient said they thought they needed to check on this. Patient said they also notice the feeling that was not constant but sometimes feels like they have a tampon in sideways that was not unbearable just uncomfortable. Offered assistance and reviewed therapy optimization information, stim sensation information, and recommended keeping a symptom diary to track results. Redirected to their doctor. During the call patient was successful to change programs and increase stim to a comfortable level confirming it was in their pelvic floor. Patient will maintain stimulation level and will continue to track symptoms.